Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 545 mg/dl at the time of the incident. The customer mentioned other blood glucose value as 380 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm or prime/fill anomaly noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. (B)(4).